Event description:
It was reported that on (B)(6) 2021, a 25mm portico ng valve was implanted in a patient with a past medical history of cancer. On (B)(6) 2021, transthoracic echocardiogram (tte) was performed, which showed "high aortic valve gradients" compared to previous studies. The patient was admitted to the hospital and it was confirmed that thrombus was present on the valve itself. The patient was prescribed enoxaparin sodium from 26 (B)(6) 2021 until (B)(6) 2021. The patient was reported to be in stable condition. Clinical study patient ID: (B)(6).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
Additional information sections: h6, h10. An event of thrombus on the valve and high aortic valve gradient was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.